Manufacturer narrative:
The steris service technician replaced the sight glass and control display, tested the unit, confirmed it to be operating according to specifications, and the unit was returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the units and found that the sight glass required replacement. The sterilizer is pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that water and steam were leaking from their amsco 400 sterilizer onto the floor. No report of injury.